Manufacturer narrative:
The returned device was evaluated and the pod was found to function as intended without causing any failure to deliver insulin. The pod was received with the formed needle visible through the exposed portion of the soft cannula. Linkage assembly was not fully retracted from the external view. After opening the pod, score marks were found on the underside of the top housing, caused due to the misalignment between the linkage assembly and the top housing. This led the formed needle to not fully retract. But the linkage assembly-top housing misalignment did not cause any damage to fluid path components and did not affect insulin delivery. Lot release records were reviewed and the product lot met all acceptance criteria. For your reference, insulet modified our internal investigation finding codes effective 25 may 2020 as part of an effort to improve the classification of findings to improve the power of trending data and make the findings more intuitive. The new findings codes will use the system of finding category (e.g. Hardware component), followed by the affected component (e.g. Needle), followed by the condition (e.g. Bent). Therefore you may notice findings that appear to be new or different but in fact are just renamed for improved data value. Insulet would be happy to explain any mapping of the old to new finding codes if you have any questions.

Event description:
It was reported that the patient's blood glucose levels reached 419 mg/dl while wearing the pod between 24 and 36 hours on the hip/buttocks. As treatment, a manual injection of insulin was delivered. The patient's blood glucose history is as follows: (B)(6).